Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead dislodged due to it not being secured in place with a suture sleeve. Lead repositioning was unsuccessful. The lead was removed and replaced.